Manufacturer narrative:
Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H10 - related report number added.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed an indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report (#mw5154581) received, stating: device failed, during cardiac catheterization. Subsequent to received medwatch report, additional information was received: it was reported that this was an arteriotomy closure of a left common femoral artery using a proglide after a left heart catheterization procedure with a 6f sheath. Reportedly, the suture snapped. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.